Event description:
The customer reported intermittently did not sync. No pt injury was reported.

Manufacturer narrative:
The ge service rep reseated all of the pcbs within the image processing system. He reseated all relevant connectors. The system is fully functional.